Manufacturer narrative:
A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 14 oct 2008. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn was performed which confirmed that this device was involved in a production failure, q6 - (B)(6) out of specification, which does not correlate to the customer reported issue.

Event description:
It was reported that the device had error code 211.2000. No patient involvement.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that the device had error code 211.2000. No patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced corroded display board for alarm - error codes / messages. Replaced corroded right iui. A review of the device history record showed the device had a manufacture date of 14 oct 2008. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn was performed which confirmed that this device was involved in a production failure, q6 - 200087967 out of specification, which does not correlate to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to maintenance issue of the display board. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device had error code 211.2000. No patient involvement.